Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had a skin irritation under the lifevest garment and leads. The patient's skin was red, bumpy and blotchy but not open. Follow-up indicted that the patient's physician prescribed anti-itch pills and the patient's irriation was improving.